Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing threshold were high since implant and the patient is pacemaker dependent. Review of the session records showed high frequency noise present on both the atrial and ventricular channel. Possible emi interference. The device was explanted.